Manufacturer narrative:
Based on the descriptions of the event by user facility, the device functions normally. The initial observation of no flow could be due to poor connection with connector used on patient site.

Event description:
Smartez pump (se0200-100, lot# unknown) containing daptomycin 700 mg in 0.9% sodium chloride 100 ml would not infuse. Patient attempt to disconnect/reconnect in order to get pump to infuse. Finally infused